Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced central scotoma in the right eye post a cataract surgery. Additional information has been requested but none received till date. It is unknown which specific product had contributed to the event. This is one of the four reports for this issue and represents the custom pack.

Manufacturer narrative:
Corrected information was provided in section h.10 based on existing available information there is no indication that a custom pak was involved in the event hence not considering as a suspect product for the reported event. No further reports will be scheduled under mfg report num. 1644019-2023-00617. The manufacturer internal reference number is: (B)(4).